Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
One screw backout of lateral plate after variax elbow surgery. The revision surgery is not planned in particular, but probably the elbow joint replacement surgery will be performed because the fracture is not yet union.

Manufacturer narrative:
The reported incident that unknown screw was backed out of ¿distal lateral humerus plate variax for left humerus 4 hole / l109mm¿ (s-41 / poor fixation) could be confirmed based on the review of the provided x-ray. The involved screw and plate were not returned and an inspection could not be performed. ¿ though, the reported failure mode is likely to have happened, if the sizing of the selected screw was not the appropriate one. Please keep in mind what the IFU clearly states: ¿the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ if the screw was shorter or even longer than required, it could easily result into a loose fixation matter. ¿ such a loosening event could have also occurred due to incorrect post-operative care. The IFU clearly states that ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization may be employed until x-rays or other procedures confirm adequate bone consolidation.¿ the loosening event was noticed at a follow up x-ray. During that period of time, if the patient had not followed the physicians` recommendations, it is quite possible that ¿complications might have occurred, for example fracture or loosening of the implant or instability of the implant system.¿ therefore, informing the patient that the implantation ¿cannot and does not replicate a normal healthy bone¿, that it generally affects their way of living, and that it ¿can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that it has a finite expected service life and may need to be removed at some time in the future¿ is the most crucial thing. ¿ a potential obesity of the patient, could also lead to such a failure of the implant. However, no information were provided related to the patient, and it cannot be confirmed whether the implant became loose due to that. ¿ one further reason could be the lack of torque being applied on the screw. If the screw was not sufficiently locked/tightened on the plate, it could become loose quite easily, with every movement of the patient. Please be aware of what is written in the op. Tech.: ¿using the screwdriver blade and the handle, insert the screws until the head is properly seated in the hole. If power insertion is used, it must be used at low speed. [¿] the screws from either side of the humerus should extend past one another but without colliding. This construct provides biomechanically stable fixation.¿ ¿ last but not least, a poor placement of the plate on the bone could also lead to such a screw-being-backed-out event. For that reason it is clearly written in the IFU that ¿after the procedure the proper positioning of all implants should be checked, using the image intensifier¿. Based on the above-mentioned observations the case could be classified as a user-related. A review of the device history for the reported lot of the ¿distal lateral humerus plate variax for left humerus 4 hole / l109mm¿ did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation report will be updated.

Event description:
One screw backout of lateral plate after variax elbow surgery. The revision surgery is not planned in particular, but probably the elbow joint replacement surgery will be performed because the fracture is not yet union.